Event description:
User facility reported that 30 seconds into an ablation cycle, the physician noted steam escaping from the cervix. He adjusted the cervical collar and restarted the procedure. Thirty seconds into the ablation cycle the physician again noted steam escaping from the cervix. The procedure was terminated. A small blister was noted on the cervix. No treatment was required for the blister and hysteroscopy showed a successful ablation.

Manufacturer narrative:
Device history record review was conducted for the reported lot # of the disposable device. No abnormalities relative to the reported info were found. A review of the mfg records for the reported serial # of the radio frequency controller was conducted. There were no reworks or observations noted at the time of MFR, and it was released by qa on 19 january 2006. No relationship can be established between this controller and reported observations.